Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported pump alarmed downstream occlusion at 4 pounds per square inch (psi) during the downstream occlusion test preventing delivery of fluid, which was not reproduced. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined during a visual inspection to be the downstream tubing guide was out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion at 4 pounds per square inch (psi) during the downstream occlusion test preventing delivery of fluid. The event happened during setup at the post-anesthesia care unit. There was no patient involvement. No additional information is available.